Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a nurse via a company representative regarding a (B)(6) male patient who was receiving hydromorphone 8mg/ml at 14 mg/day and bupivacaine 15mg/ml at 26 mg/day via an implantable pump for malignant pain and cancer pain. On (B)(6)2016, an empty pump occurred due to the patient missing a refill. It was later clarified that the pump was alarming due to a low reservoir alarm. It was reported that the medication would not be available until (B)(6) 2016. The physician on call turned down the pump. On (B)(6) 2016, the pump was refilled and set back to the previous setting. No patient symptoms were reported. It was unknown what caused the missed refill other than the physician was out of the country. If additional information becomes available, a follow-up report will be submitted.